Event description:
Facility biomed reported by phone a flogard pump complaint in 2009. Reporter stated that air-in-line occurred during use on pt, but air in line alarm did not go off and pump proceeded to infuse. Date of event is unk to reporter but event occurred in march. Writer established contact with facility nursing director thereafter. Nursing director reported that air in line was observed by attending nurse at the end of a chemotherapy and normal saline infusion. Chemotherapy drug type and normal saline MFR are unk. Nurse noted air bubble travel through line but pump did not alarm. Nurse immediately discontinued infusion before air reached pt. Pt was not injured and did not require medical intervention. Device was returned to vendor/service facility universal hosp services. Biomed (original reporter) could not clearly read pump serial #. Pump was tested by biomed using empty tubing with same result. Additional info has been requested but has not been received to date.

Manufacturer narrative:
This device has not yet been received for evaluation. Should the pump be received for evaluation, a f/u report will be filed upon completion of the evaluation, or, if additional info becomes available.